Event description:
Ex-wife called as how to shut off pump and mentioned that pt "died about a week frior from massive mi". Patient was found dead at home, 36 years diabetic, and wait-listed for kidney/pancrease trasplant for end-stage renal failure.